Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported hair was found within an unopened pouch of sterile dressing product. No photo was provided.

Manufacturer narrative:
A batch record review indicated no discrepancies. The first piece sample within the batch record is correct with no contamination. Machine logs have been checked with no discrepancies for the complaint issue. Photographs were received in relation to this complaint confirming the product/ lot information and the complaint issue. An investigation was opened due to a hair being found in the seal during production. The investigation concluded that improvements need to be made for good manufacturing practice (gmp) across manufacturing and a corrective and preventive action was initiated and is currently open to improve gmp across the manufacturing site. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.